Manufacturer narrative:
The switching could not be reproduced by manipulating the connections. The patient was reported as "doing fine". Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. No problem could not be replicated in bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. An intermittent beep was confirmed when one of the batteries connected was depleted below 25% of its capacity. The sound level of a high priority alarm measured at 1 meter was 84db. The reading obtained is within the specification limit. The controller was in use when the reported event occurred. The event could not be confirmed and no problem with the device could be found. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from italy by medical staff that an inpatient experienced a controller exchange due to an automatic switch to the other battery with less than 25% capacity, the intermittent "beep" was not audible. The controller was exchanged at the facility without reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.